Manufacturer narrative:
Device not returned and lot number unknown.

Event description:
The vascade 6/7f device was selected for closure. The device was inserted into the sheath and deployed. The sheath was removed and when the doctor attempted to achieve temporary hemostasis the device pulled out of the access site. The staff held manual compression to achieve final hemostasis. The patient was sent to dialysis. Three hours later the angio lab was contacted by the dialysis lab to come check on the patient. When angio staff arrived the patient was in fetal position and had been sitting up. Patient's groin area look ok but his testicles were extremely swollen. Pressure was held and the doctor was called to come check patient. While waiting for the doctor, the patient coded. CPR was done on patient and he recovered and was stable. Patient had a CT scan and went to surgery to repair common femoral artery. Patient went back to angio the next day and a central line and dialysis catheter were placed. Four days later the patient died. No other information provided by hospital.